Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative open colon resection, a poor staple formation was observed and patient was brought back for another surgery to redo anastomosis because the staple line broke down and had colon dehiscence that extends surgical time for more than 30 minutes. The event led to an extra day of hospital stay because of the intervention done resulting to tissue loss, tissue damage and an extended incision, also had dehiscence.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted tissue media and the staple line appeared to be opened. No device was noted in the photograph. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.